Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 140 mg/dl at the time of the report. The customer did not have the insulin pump available to perform troubleshooting. The customer stated that he will call back to perform troubleshooting. Nothing further was reported.